Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by migration of the device, due to anatomical changes in the pt over time.

Event description:
In 2004, pt had aaa repair using one main body graft and two iliac leg grafts. In 2006, the pt went in for repair of a type I endoleak, due to low placement of the main body graft. A renu device was used, but final angio still showed an endoleak. The pt has an adverse anatomy. The follow up CT showed that the endoleak had thrombosed and had sealed itself.